Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were blown or defective. Additional malfunctions include the 4-way valve was contaminated, and the muffler was dirty or clogged.